Event description:
False negative result (s). Not accurate, I can take to other test and it will be positive but this text was say negative. I wouldn't buy this test at all.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.